Event description:
Allergic reaction to dexcom g7 including swelling, redness, itching, and boils under the skin with fluid and hot to touch site after less than 24 hrs of wear. Dexcom only offers to replace product without directly addressing the issue or providing alternative solutions.